Manufacturer narrative:
The customer reported that the bsm (bedside monitor) lcd screen is blank. The monitor is still correctly sending vitals to the central networking station (cns). There were no adverse event with the patient. The patient was safely monitored from the cns (central monitoring system) until the monitor was swapped with another one. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) lcd screen is blank. The monitor is still correctly sending vitals to the central networking station (cns).

Manufacturer narrative:
Manufacturer narrative: the customer reported that the bsm (bedside monitor) lcd screen is blank. The monitor is still correctly sending vitals to the central networking station (cns). There was no adverse event with the patient. The patient was safely monitored from the cns (central monitoring system) until the monitor was swapped with another one. The unit was evaluated and the reported problem was duplicated. The inverter board was replaced to resolve the issue. All other functions were tested. This unit came in with a very minor scratch and does not affect the function. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.